Event description:
Report 2 of 2. It was reported that while using 2 bd vacutainer® safety-lok¿ blood collection set, dirty needlestick injury occurred because the needle did not retract and the previous disposed needle did not go in the safety container causing the injury. There was no health impact or consequence reported. Reported verbatim: 1st: when retracting needle, it did not retract and finger was stuck 2nd: when disposing needle, wingset that was disposed of prior did not have safety fully attached and caused finger stick. Was it a clean needle or a used needle: both used.

Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d3 and g1 and the franklin lakes FDA registration number has been used for the manufacture report number. B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 2. It was reported that while using 2 bd vacutainer® safety-lok¿ blood collection set, dirty needlestick injury occurred because the needle did not retract and the previous disposed needle did not go in the safety container causing the injury. There was no health impact or consequence reported. Reported verbatim: 1st: when retracting needle, it did not retract and finger was stuck. 2nd: when disposing needle, wingset that was disposed of prior did not have safety fully attached and caused finger stick. Was it a clean needle or a used needle: both used.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 28-jul-2025. Investigation summary: bd received ten (10) unused sample for investigation. The returned samples and 50 retention samples from bd inventory were evaluated by visual examination and no abnormalities such as damage, molding defects of the safety shields or the wing hubs were found. Also, the safety shields were activated manually for the returned samples of 10 sets and retained samples of 8 sets, and all functioned normally as the needle tubes were covered with the safety shields. Further, the activation of the safety shields were checked using 8 retained samples and nothing abnormal was found with the breakaway force, sustaining force, or security force as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of dirty needlestick. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.